Event description:
On (B)(6) 2012, it was reported that the pt claimed that the infusion device did not deliver enough insulin for a few days. Her blood glucose levels were elevated at that time. The infusion device did display any alert or error messages. The pt changed the insulin cartridge and infusion set and the infusion device seemed to be working properly. However, the pt stated that later on the infusion device quit working properly again. She tried to bolus and the infusion device did not display an alert or error message and she was unable to lower her blood glucose level, even after changing her insulin cartridge and the infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.